Event description:
It was reported that the patient requested the device to be explanted and was not satisfied with her progress with the implant despite being on schedule for expected results. The patient did not wear her processor frequently. The patient has now been explanted. The device will not return the manufacturer for investigation as it was inadvertently discarded at the clinic.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.